Manufacturer narrative:
Evaluation summary: the proximal humerus plate, multiuse screws, cortical screws, and locking caps extracted in the revision surgery underwent visual inspection by the quality department. Special attention was paid to any signs or abnormalities present on the above parts. After careful examination, only normal wear was found in areas where each part interacted with each other or the instruments used during implantation and the subsequent extraction. A review of the DHR of the implanted items revealed that a non-conformance report was created for each of the following two parts: cortical screw, 3.5mm x l26 (mds1102x26); and, the locking cap, 3.5t (mds110301l). The non-conformance for the cortical screw was due to irregular sand blasting of one screw, which was rejected and returned to the vendor. The rest of the screws were inspected and found to be compliant according to our specifications. The non-conformance for the locking caps was due to their surface finish, which was found to be scratched and slightly glossy. One seventy-five locking caps were reworked and after inspection they were found to be compliant according to our specifications. Based upon the nature of the non-conformance reports and the fact that they were fully resolved, it has been concluded that the performance of the proximal humerus plating system was not affected and the need for a revision surgery was unrelated to the non-conformance reports.

Event description:
It was reported that a plating system implanted in a patient with a proximal humerus fracture required a revision surgery due to nonunion of the fracture fragments. The plating system was implanted on (B)(6), 2015 and the revision surgery took place on (B)(6), 2015. The greater tuberosity was displaced and scar tissue was found around the fracture fragments, which the operating surgeon stated was a sign that adequate bone union would not occur. All the screws and locking caps were intact with no deformity and still securely attached to the plate. One of the plate sutures was found to have ripped and two more were loose. The plating system was successfully removed and the surgeon proceeded to conduct a reverse shoulder replacement.